Manufacturer narrative:
Additional information has been requested from the reporter. The sample has been received and is currently being decontaminated. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).

Event description:
The PICC line had been inserted for one month when during a dressing change, the catheter was found broken.